Event description:
During the procedure, the physician used a wilson-cook tri-clip endoscopic clipping device. The device was advanced through the endoscope and the clip was fastended to the tissue site. At this time, the clip would not release from the catheter. After further manipulation of the handle, the endoscopic clip was released from the catheter. The patient was reported to be in stable condition.